Manufacturer narrative:
Concomitant medical products: product ID neu_refillkit_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal morphine 5mg/ml (dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that during a pump replacement surgery ((B)(6) 2016), the new pump reservoir was aspirated of the sterile water. They attempted to fill the pump with 40ml of drug, however the manufacturing representative was unable to fill the reservoir completely. The manufacturing representative decided that there was something wrong with the pump. It was noted that the hcp used a refill kit to fill the pump on the back surgical table. The manufacturing representative stated that the refill tubing was not primed with drug before inserting the needle into the pump, and that the connections with the needle and syringe were loose. The pump was to be sent back for analysis. No symptoms were reported. The manufacturing representative had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.